Manufacturer narrative:
(B)(4): results - (migration), (disease progression). Conclusions: (disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 7.5 years ago. The current aneurysm diameter is 58.8 mm, the neck length is 20 mm and its diameter is 18, 17 to 20 mm just proximal to the aneurysm. The limbs were implanted crossed. It was reported that currently the aneurx bifur is 2 cm below the right renal artery, but no endoleak was reported. It was reported that an endurant aortic extension cuff was successfully placed in the aortic neck. Also, an aneurx right iliac extension limb was successfully placed in the right common iliac artery. No additional clinical sequelae reported, and the patient is fine.